Manufacturer narrative:
Approximate age of device ¿ 1 years 9 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported from log files that the patient slept through alarms; had no power and the pump restarted. During the analysis of the log files, no external power alarms while attached to batteries were observed. It looked like the patient let the batteries run down until the external backup battery (ebb) took over running the pump. The ebb did end up running down until the pump shut off and reset the clock to the default date and time. The pump did restart after being connected to the mobile power unit (mpu). It looked like the patient is sleeping on batteries and is the cause of this issue. There were no other unusual events seen within the log files. On (B)(6) 2019, it was reported that there were symptoms and per trans-thoracic echo-cardiogram (tte) no clot was found in ventricle. The patient was found a non-complaint and was re-educated on using wall power to sleep and not to sleep on battery power.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the report of depleted batteries can be confirmed based on the submitted log file. The system controller event log file contained approximately 10 days of data, spanning from 17mar2019 07:35:20 to 27mar2019 13:47:16. From 17mar2019 07:35:20 through 26mar2019 07:28:38, the log file captured several low voltage advisories which appeared to be due to the patient running their batteries below the low voltage threshold. On 07apr2018 at 02:16:00, the low power hazard became active. Approximately 1 hour and 9 minutes later, both batteries depleted, and no external power alarms were flagged. The system operated on the controller backup battery until it was depleted, and the pump stopped at 05:07:21. The controllers time clock was reset at this time. The pump remained off for an undetermined amount of time, until it was restarted when the patient connected to the mpu. Similar events were captured in the system controller periodic log file. The lvad event log file contained approximately 8 hours of data. The time clock was not set throughout the log file. The current sense value (lvad monitor iimc (ma)) was fixed at 440 ma throughout the log file with corresponding dclink faults. Of note, the log also contained several bit-2 undefined events. With hm3 lvad software version 41, if the controller sends a command too quickly after receiving a response from the lvad, the lvad will think this is a loop back from itself and will ignore the command, creating a bit-2 undefined event. These events have no effect on the system but are captured in the log file very quickly. Research and development is aware of bit-2 undefined events and is monitoring this issue for a potential fix. The pump appeared to be functioning as intended. Similar events were captured in the lvad periodic log file. The specific root cause of this current monitoring issue could not be conclusively determined. A corrective action has been opened to further investigate this issue. The patient remains ongoing on vad support. No product available for investigation. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The heartmate 3 lvas IFU provides an explanation of all pump parameters. The IFU describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook and IFU instruct the patient to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. No further information was provided. The manufacturer is closing the file on this event.